Event description:
Dilator balloon was used during the procedure. After use, balloon fully deflated and became stuck in the endoscope when trying to remove it. Had to push the balloon out of the end of the endoscope and cut it off in order to remove it. Patient was not harmed, but this supply malfunction did increase the length of the procedure. Manufacturer response for ez dilate-fixed wire 18-19-20 olympus balloon, ezdilate-fixed wire (per site reporter). Awaiting response.